Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a second device system infection was observed. A revision procedure was performed and this lead, which had been inactive, was successfully explanted. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.